Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent undersensing issue was observed on the rv channel during a ventricular tachycardia episode. The patient reported no symptoms and did not feel the episode. The signal was varying from large to small ventricular fibrillation amplitudes. Programming changes were made. No further information available.